Event description:
It was reported that the customer adjusted their time, personal profile, or settings, which correlated with a low blood glucose level of 44 mg/dl. The customer addressed the low blood glucose level by consuming carbohydrates, and there was no need for assistance from third parties. Technical support assisted the customer in updating the carbohydrate ratio settings and advised them to consult with their healthcare provider whenever changes are made, which the customer acknowledged.